Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred. There was no reported impact to the customer's blood glucose level. The contact reported that the alarm had not cleared at the time of the event. Multiple attempts were made by tandem technical support to gather further information regarding the customer and device, however no response was received.

Manufacturer narrative:
Additional information regarding device and patient information was received from the contact: (date of birth), (serial number), correction: (model number, catalog number, uid),